Manufacturer narrative:
Although this malfunction occurred in 2012, it is being reported to FDA as a result of a (B)(4) observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. The catheter obviously had migrated into the pleural cavity after 9 days of use although it was placed into the jugular vein with its tip in the correct position. The user obviously ignored the warnings in the product's IFU: "to ensure "utilisability" of the catheter throughout the entire time period, it is necessary to make checks of the catheter position at regular intervals and to take care that the infusion pressure never exceeds ibar". No further incidents were received for batch no. 100512gf which consisted of 1500 ea. One cardiac tamponade occurred in 2012 with code 1261.21, batch no. 061211ge in (B)(6) due to a catheter placed without tip position control (B)(4).

Event description:
Pleural effusion observed ((B)(6) 2012) with a catheter placed on (B)(6) 2012 in the right jugular. The child recovered well.